Event description:
Unomedical reference number (B)(4). Event occurred in the united sates. On (B)(6) 2024, it was reported that patient was hospitalized due to hyperglycemia. The blood glucose level was 800 mg/dl at the time of hospitalization. The hospitalization treatment was IV insulin drip. Patient was in hospital for 4 days. No further information available.

Manufacturer narrative:
E1: (B)(6).